Event description:
An operating room nurse reported that the infusion line did not lock into the trocar during a procedure. The procedure was able to be completed with no patient harm.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of five complaints reported for the issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint, as such functional testing could not be conducted. The root cause is unknown. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the exact root cause. An internal investigation has been opened to address this issue. (B)(4).